Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of life (eol) after two and a half years and the patient would like it tested. During the device replacement procedure due to patient's vessel condition abnormality, the left ventricular lead could not be fixed well and there was high threshold. The physician tried several times but the lead always dislodged while the sheath was slitting. Finally physician gave up implanting an lv lead and completed the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was 66%. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.